Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. The device was not returned for evaluation, but medical records were provided and reviewed. The investigation confirmed for difficult to remove, detachment, and material deformation; unconfirmed for malposition of device. A root cause could not be determined. The device is labeled for single use. ((B)(4)).

Event description:
This report summarizes one malfunction. The information reviewed indicated that model ec500f vena cava filter allegedly experienced difficult to remove, malposition of device, detachment of device or device component, and material deformation. The information was received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old female patient's weight was not provided.